Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the cable tensioner parts became jammed and could not be released anymore. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p028088. The suppliers certificates of compliance (dated 6/25/08, 6/25/08, and 7/21/08 for 3 separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected and conformed to the synthes incoming final inspection (dated 6/27/08, 7/3/08, and 7/24/08). There were no mrrs, ncrs, or other complaint-related issues associated with this lot. The 3 receipts of this lot were released 7/3/08, 7/3/08, and 7/25/08. The device was received in good condition with no apparent damage. The supplier performed a review of the complaint device and reported that visual inspection confirmed that this device did not contain substantial damage that could negatively affected the performance of the device. Additionally, the device was tested 3 times and all test results met specifications. The device history record review confirmed that this product met specifications prior to shipping. Based on the investigation conducted by the supplier, this complaint is deemed invalid from a manufacturing perspective. Placeholder.